Manufacturer narrative:
(B)(4) .

Event description:
The patient experienced a sudden, dramatic increase in spasticity. CT scan images showed the catheter had sheared. The patient was hospitalized. The catheter was replaced. It was noted that the portion of the catheter that tore "migrated into the dura and ended up in the (B)(4) ." Additional information has been requested. A follow-up report will be sent if additional information becomes available.